Manufacturer narrative:
(Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal stenosis underwent l4-s1 posterior fusion. Post-op, in a checkup(x-ray) the doctor noticed that the s1 rod and screw head were no longer together. The patient had increased leg pain as the result of the event. So a revision surgery was performed to reconnect the rod. There were no fragments remaining inside the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.